Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) for high short interval counts (sic), oversensing noise, high impedance, high thresholds and sporadic non-capture. A lead fracture is suspected. An intervention was completed and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).